Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. Neither the drill in question nor counterpart used was made available for physical inspection and thus, a check of individually parts could not be performed. As per details provided the used item in question was a drill. As per event description. During drilling of the distal locking of a gamma nail, the drill bit broke in 2 in the patient. Since a gamma3 nail was used, the corresponding operative technique was reviewed and instructs as following. With the tip of the guide sleeve assembly placed on the lateral cortex, the green coded 4.2mm x 360mm drill should be used to pre-drill. Furthermore, the IFU for the drill in question clearly points out. The t2 instruments are designed to provide the licensed healthcare professional with the necessary instrumentation to allow the use and application of compatible stryker implants. This instruction for use applies to the following t2 instruments: screwdriver and tightening instrumentation, drilling and reaming instrumentation, instrumentation sleeves, opening instrumentation, guide-, k-wires and pins, sizing and scaling instrumentation, impact instrumentation, handles and adaptors, targeting devices and accessories. For specific indications, refer to the indications of the compatible stryker implants. It should be noted that the drill specified in the surgical technique was not used in the current case and it could not be excluded that the event reported is linked to the used t2 drill in combination with counterpart target device in course of a gamma3 nail treatment, which has to be classified as user-customer-deviation from surgical technique. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that: "during drilling of the distal locking of a gamma nail, the drill bit broke in 2 in the patient. The distal fragment, measuring approximately 3cm, remained in the patient, as extraction was impossible. Thus, the distal locking is impossible." (B)(6)2024 - additional information received from customer: the drill guide (target device) of the stryker ancillary is used to guide the drill for distal screw placement. Before placing the nail in the patient's femur, we systematically check that the ancillary is functioning correctly, with the nail in place on the ancillary. Yes, theoretically, the guide positions the drill bit opposite the nail's locking hole, but in this case that wasn't the case, as the drill bit pierced the first cortex of the femur, then broke when perforating the second. It must have rubbed abnormally on the nail's locking hole, resulting in excessive stress and consequent breakage.

Event description:
It was reported that: "during drilling of the distal locking of a gamma nail, the drill bit broke in 2 in the patient. The distal fragment, measuring approximately 3cm, remained in the patient, as extraction was impossible. Thus, the distal locking is impossible." On (B)(6) 2024 - additional information received from customer: the drill guide (target device) of the stryker ancillary is used to guide the drill for distal screw placement. Before placing the nail in the patient's femur, we systematically check that the ancillary is functioning correctly, with the nail in place on the ancillary. Yes, theoretically, the guide positions the drill bit opposite the nail's locking hole, but in this case that wasn't the case, as the drill bit pierced the first cortex of the femur, then broke when perforating the second. It must have rubbed abnormally on the nail's locking hole, resulting in excessive stress and consequent breakage.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.